Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the 30in. (76cm) a.t.s. Cylindrical cuff - dp, sb, part number: 60750000500, review could not be performed as a lot number was not provided for the reported event. Note: complaint history search was performed on all disposable and reusable cuffs as this failure mode could occur with any cuff. Item numbers include: 607070, 607075, 607080, 607085, 6080000, 60750000, 60755500, 60760000, 60766600, and 60797015400. Further action not required as the lot was unknown. On (B)(6) 2019, it was reported from (B)(6) hospital that a 30 in. (76cm) a.t.s. Cylindrical cuff - dp, (B)(6) had a bleeding problem. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that when the hospital ran a case using cuff size 30 with ats4000 machine bleeding (leaking) problem occurred. An alternate cuff was available and was used at the same pressure there was no bleeding (leaking) problem. There was no harm to the patient or delay in the procedure as a result of the device malfunction.